Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off and it was returned with the device. Upon visual inspection to the device the upper jaw was not detached as reported. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m91h44. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information received: is the jaw being returned with the device: yes.

Event description:
It was reported that during a lap hysterectomy, the completion sound was not heard though the I-blade was fully advanced. Also, when the activation button was pressed, the doctor felt that there was a difficulty in unlocking the device. After that, when cutting a uterine tube, the upper jaw of the I-blade was broken off with a breaking sound and fell into the patient. The broken piece was retrieved from the patient with a forceps.. Another device was used to complete the case. There were no adverse consequences to the patient.